Manufacturer narrative:
Approximate age of device- unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient implant date was not provided. On (B)(6) 2019 the customer submitted a log file under suspicion of pump thrombosis. Technical services reviewed the file and observed one pump stop due to electro static discharge. It was reported that the pump off only occurred for 4 seconds and the device reset/operated appropriately. Clinical specialist was copied for further clinical concerns related to possible thrombosis.

Manufacturer narrative:
The reported pump stop and low flow events was confirmed during the review of the submitted log file data. The log file evaluation confirmed a 3 second pump stop captured on (B)(6) 2019 2:43am corresponding to controller faults for communication, low pump current, low speed and low flow. The event resolved on its own and the system resumed normal device operation for the remainder of the log file. This pump stop appears consistent with an electrostatic discharge event. Prior to the pump stop, multiple low flow faults were captured with low flow hazard alarms captured on (B)(6) 2019 12:49am, and 12:50am due to the estimated flow falling below the low flow threshold of 2.5lpm. These low flow events also corresponded to elevated average pi. A specific cause could not be conclusively determined. No low flow events were captured following the pump stop. Despite multiple requests, no further information was provided. No patient symptoms were reported. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU explains that strong static discharges should be avoided. This document also explains all system alarms and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. In addition, this document instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. Thrombus is listed as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file for the event.